Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. An infusion set change was performed; however occlusion alarm recurred. Customer's blood glucose level ranged between 214 - 230 mg/dl. During troubleshooting with tandem technical support (cts), insulin was not observed to be dripping out of the infusion set tubing during the fill tubing sequence. Customer exited load screen, outside of the proper load sequence, and performed load process again several minutes later with same cartridge and infusion set. Drops were then observed from the infusion set connector needle after around 10 units. Customer was able to complete load process and resume insulin delivery, and also had manual injections as alternate insulin therapy.